Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.